Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 11 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that there was a suspected short to shield. A log file provided to the technical service representative confirmed a pump stoppage event. The patient was reported as asymptomatic. X-rays submitted were unremarkable. On (B)(6) 2017 a technical service representative was on site and performed percutaneous lead (driveline) replacement. It was noted that during the repair some dried bodily fluids between the white silastic sleeving and clear bionate were found. The vad clinician was informed and the repair was continued. There were no immediate alarms after the repair. The customer requested a non- grounded patient cable to be used from this point forward. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file data captured two transient low speed/pump stoppage events on (B)(6) 2017 at 1:03 am and 8:56 am, which occurred while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segment. Upon removal of the rescue tape repair at the distal end of the driveline, the outer silicone sleeve showed some fraying at the terminus of the distal end bend relief; however, no penetrative damage was noted to this layer or to the underlying clear bionate layer. Visual inspection of the driveline confirmed the presence of a pale yellow dried fluid residue between the outer silicone sleeve and clear bionate layers observed by technical services personnel during the driveline replacement procedure. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with approximately 4 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.